Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and confirmed the reported image failure. When the returned go monitor was connected to a known, good, test video baton 2.0 and manipulated, the image flickered. The technical service representative noted visible corrosion on the hdmi connector. The camera image quality test was performed and failed. The technical service representative attributed the reported poor image quality to the damaged hdmi connector. The hdmi connector cap was replaced and the glidescope go monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the image intermittently blacked out. On visual inspection, the glidescope go monitor's connector was noted as having a "little bit" of corrosion. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.